Event description:
The customer reported obtaining high patient results on sodium, potassium and chloride on their au5800 clinical chemistry analyzer. The results were not released outside the laboratory. The customer reported this event to the national medical products administration (nmpa) for high patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the defective buffer valve to resolve the issue. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).